Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, neurocoordinator, alleged that while in an electrode and probe placement procedure, their precision aiming device (pad) would not tighten properly. The surgeon used the pad and placed the electrodes with success. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.